Event description:
The customer alleges that the nebulizer would not mist during use. Another device was used without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.